Manufacturer narrative:
(B)(4). Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the cause of the central regurgitation is unknown, however may be due to patient factors (mitral stenosis) and/or the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist, approximately 7 weeks post implantation of a sapien xt valve in the aortic position via transapical approach, the patient was hospitalized for shortness of breath and the tte showed ¿mild to moderate prosthetic aortic valve regurgitation¿. The patient also had mitral stenosis before and after tavr. The physician stated the patient had persistent pleural effusions due to the combination of the ta approach and her mitral stenosis. The mean gradient was 10mm which was close to the post op echo gradient. Approximately 2 months post tavr, the patient expired. The physician believes that the patient passed due to ¿failure to thrive¿.